Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during normal device change out, this right atrial (ra) lead had displayed a loss of capture (loc) at maximum outputs. Upon further review, it appeared there had been an out of range pacing impedance measurement at sometime previously as the lead safety switch (lss) was activated. Unknown when this occurred. The lead was capped during the device change out procedure. There were no adverse patient effects reported. A new lead was implanted successfully.